Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification. An alert was observed for the capacitor charge time limit and communication error. The alert disappeared after the capacitor maintenance was performed successfully. Upon interrogation of the device, multiple shocks were noted along with one aborted shock, which were suspected due to capacitor charge time out. The device remains implanted.